Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt had his ipg moved from his lower right abdomen to his right abdomen due to pocket pain caused by seat belt rubbing. The procedure occurred approximately 6 months ago (exact date unk).